Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient started to get a reading of low on the dexcom cgm, no bg was taken at this time. For 10 hours, the parent was consistently making treatment decisions by giving sweet foods despite the patient being asymptomatic. Around 6:30 am on (B)(6) 2025, the patient started vomiting. The patient¿s parent checked the patient¿s bg which was 652mg/dl while the cgm was still displaying low. The parent then decided to call their endocrinologist emergency line and was instructed to give the patient 9 units of insulin. The parent then removed the sensor and replaced it with another one and after few hours the patient recovered. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.